Event description:
Pt 1 placed on v-a ECMO in the operating room with existing cpb cannulae and maquet cardiohelp ECMO circuit. After initiation steady drip of clear fluid from the gas exhaust port of the cardiohelp disposable was noted, the drip slowed to a rate of approx one drop every minute. Over the next 10-15 minutes, the drip turned to red tinged color then to blood. Still at the rate of approx 1 drop/min. This is not a significant concern as far as blood loss goes, but could have been a functional compromise. Maquet contacted: they stated that it was most likely a ruptured oxygenator fiber. Pt 2, at 15:30 slow drip of blood from both large and small gas outlet ports of maquet cardiohelp ECMO circuit. Also see (B)(4). Pt 1 circuit use (B)(6) 2013. Pt 2 circuit use (B)(6) 2013.